Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a heavy storm where the customer was located. The customer's blood glucose was 300 mg/dl, which was treated with manual injection. It was advised to revert to a back-up treatment plan. Nothing further was reported.